Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve appeared to be under expanded. The valve load had been confirmed by visual, tactile and fluoroscope. Post-balloon aortic valvuloplasty (bav) was performed. As the bav balloon was being retrieved, the valve dislodged. The valve was snared into the ascending aorta. A second valve implant was attempted but the valve would not cross the first valve. Pressers were given for blood pressure during the procedure. The patient was discharged one week later. No additional adverse patient effects were reported.